Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing separating could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20063287 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20063287. The rectangle blue piece that fits into the pump is breaking off or the tubing is breaking off at that spot. The customer has 4 impacted sets, and has removed all stock of the impacted lot number.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model 2426-0500 lot number 20063287 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063287 the rectangle blue piece that fits into the pump is breaking off or the tubing is breaking off at that spot. The customer has 4 impacted sets and has removed all stock of the impacted lot number.